Event description:
Hospital states unit went vent inop. Hospital did not inform service technician of any pt injuries during event.

Manufacturer narrative:
No part returned for failure analysis, investigation terminated.